Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that, following an unrelated procedure where the ipg was not set to surgery mode, the ipg was unable to communicate with external devices. A manufacturer representative met with the patient and was able to recover the ipg. The device is providing therapy.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.